Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimu lation went to both legs, but when they laid down friday night, their right leg got a jolt, a pulse rate, that was sharper than it had ever been. Patient said when they sit, stimulation does the same thing. Patient said if they were up walking around, they didn't notice the stimulation as much, but if they sat or lay down, the stimulation was much stronger. Patient mentioned they hadn't had any falls or trauma to that area, and hadn't changed the stimulation, but they did charge the implant about 3 days before this started. Patient then said they couldn't go to sleep because it was such a bold shock going down the right leg. Patient was on group a with intensity at 2.6, pulse width at 60, and rate at 40. Patient tried to lower things, but it wouldn't let patient so they eventually turned stim off so they could sleep. Patient said they tried group b as well, but still noticed the same thing. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that turning on their therapy would cause a shocking sensation to go down their right leg even though the ins was intended to treat neuropathy in left leg. Patient stated they were unable to turn on their therapy and use the ins because of the shocking sensation.